Manufacturer narrative:
Product analysis summary: the closurefast device was received for analysis. The catheter was examined: visual inspection of the catheter shaft did not reveal any abnormalities or deformities. The connector was examined: visual inspections of the connector pins are straight. The coil was examined: damage in the coil was noted. Visual inspection under microscope showed that the coil was damaged approximately 7.1mm proximal to the end of the distal tip. There is evidence of burn/char mark in the coil. The area of the burn shows the coil winding and the wire insulation is damaged. The coil is shorted in the location of the burn. The fep was melted and the coil is exposed. The catheter did not pass continuity and resistance functional testing.

Event description:
Physician was using a closurefast catheter to perform a radiofrequency ablation procedure. It was reported that after a few seconds of connecting the catheter, there was an error message displayed on the generator screen stating that the catheter did not reach the impedance level. This catheter was replaced with another one, and the procedure was successfully completed. No injury to patient was reported.